Event description:
A covidien step port (step auto suture dilator and cannula with radially expandable sleeve, 5mm, ref #s100705, lot #p8b0861x) was used in this case for a thoracoscopy. Upon inserting the camera through the port, debris was seen inside the thoracic cavity. Pieces of debris were successfully removed, but as the camera or other instruments continued to be inserted through the port, more debris was noted. It was decided that the debris was coming from the port so it was removed from the patient. Any debris visualized during the thoracoscopy were removed.